Manufacturer narrative:
As the complaint component was not returned for analysis, and the product record review revealed no additional information related to the complaint, the reported allegation could not be confirmed. The event cannot be reproduced or substantiated.

Event description:
It was reported that the patient experienced erosion at the side of the scrotum with his ambicor penile prosthesis (app). The app was removed and replaced. No further complications were reported in relation to this event.